Manufacturer narrative:
Weight: unk ,ethinicity: unk, race:unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 -6.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens stuck in cartridge/injection system during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively with a longer length lens. This resolved the problem. Cause of the event is reported as unknown.